Event description:
It was initially reported that the patient went into status epilepticus and had severe bradycardia the day after vns implant. The device was left off following surgery so the surgeon did not feel like the vns was the cause of the events but was unsure of the cause. It was noted that the patient also had a left ventricular issue and an infection that was unrelated to vns per the surgeon. The patient's neurologist then reported that the patient had been in the hospital since the day after implant due to arrhythmias. She had been in the ICU and has had other issues discovered during her stay. She now has an external pacemaker and it was discovered that she has type 1 diabetes. The ICU staff thinks the vns is the cause of the arrhythmia however the neurologist does not believe this is vns related. It was noted that the patient had an arrhythmia about 2 years ago before vns was placed. The patient is currently at minimal settings. Additional information was received from the neurologist. It was noted that the patient has history of cardiac events - during treatment with vimpat the patient developed a tachyarrhythmia. The patient experienced both bradycardia and tachycardia. When asked if the patient experienced any traumatic events prior to the arrhythmia, it was noted she had a fever. There were no triggers prior to the arrhythmia (such as caffeine, smoking, etc). It was noted that the event did not correlate with stimulation as the device had not been turned on. It was noted that per the physician the vns did not cause or exacerbate the arrhythmia. The patient was given an external pacemaker as intervention. During hospitalization the patient had an episode of status and recurrent arrhythmia therefore they plan to give the patient a permanent pacemaker. No further relevant information has been received to date.

Event description:
The patient passed away due to arrhythmia. The patient was hospitalized for 2 days prior to her death, and the mother requested dnr/dni. The morning after discharge she had a tachy arrhythmia and died. The death was not related to vns per the physician. Based on the available information, there is no indication that the death was related to vns. The patient has a history of arrhythmia since before vns which was ultimately the cause of the death per the neurologist. Thus this MDR will not be updated to a death report however the information is still being reported due to the potential relevance to the initial report. It still cannot be confirmed that the arrhythmia event directly following vns implant was unrelated to vns, since at the time the ICU staff thought the vns could be contributing, although the neurologist did not think it was vns related at all. No further relevant information has been received to date.